Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced more aggressive declines in blood glucose over the past few days while using the ilet, with urgent low warnings occurring around 130 mg/dl and effective self-treatment with oral glucose. Symptoms included hypoglycemia. Outcomes included user-initiated treatment and contact for clinical follow-up. Investigation included user troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with a potential temporal association to a recent increase in pain medication dosage, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.